Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comments that the stylus and cursor were not aligned, and the display release latches were sticking. Analysis also noted that the floppy drive was inoperative. The programmers hard drive was reconfigured, reloaded and updated with software. The device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus requires calibration, as the stylus moves left the issue becomes worse. The user also indicates the left locking hinge does not release correctly and has requested that the programmer¿s software be updated. The device has been returned for service. There was no patient involvement. It was further reported that the radiofrequency head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.